Manufacturer narrative:
Should additional information become available this information will be updated.

Event description:
Boston scientific received information that during a post operative follow up loss of capture with no asystole was noted on this right atrial lead. A repositioning procedure took place due to a confirmed dislodgement. The right atrial lead was successfully repositioned and remains implanted. No further adverse patient effects were reported following the repositioning procedure.